Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge, one piece sled one ec60a device was returned in good visual conditions and with a blue cartridge present. The reload was received partially fired, with the cartridge deck and the one piece sled damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was fired on the sigmoid colon, which was placed with a temporary clip. The force of grasping the firing trigger became higher than usual on the way. The manual knife reverse switch was used and the release button was pushed, but the jaw did not open. Finally, the device was released somehow. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the jaw had clamped on existing clip. When the sales rep checked the cartridge, it was found that the staple driver was misaligned.